Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed; it may have had an intermittent failure that was not detected during testing. It passed the rewind, basic occlusion, prime and displacement tests. The excessive no delivery alarm and occlusion tests could not be performed due to motor error alarms. It also had cracked case at the display window corner, reservoir tube lip, battery tube threads, scratched lcd window and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed motor error. It was also reported that the customer received a no delivery alarm during bolus. Blood glucose value was 271 mg/dl. It was stated that the device was dropped and had a crack near the display. It was not exposed to a magnetic field and the drive support cap was recessed. The customer was able to rewind and prime. The insulin pump passed the self-test and displacement test. The motor error alarm occurred more than once in 30 days. The device was returned for analysis.